Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The reporting user facility identified this report as a "product problem" and not as an "adverse event," but still selected "other serious (important medical events)" an "outcome attributing to adverse event." However, no info has been provided suggesting an adverse event actually occurred or that the device was a contributing factor.

Event description:
It was reported that a pump under delivered methotrexate to a pt (programmed amount and delivery rate unk). The customer stated that 45ml of fluid was to be delivered, however, when the pump signaled for infusion complete, it was observed that 15ml of fluid remained in the IV container.